Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Device also received with cracked case(battery tube). Unable to confirm audio anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump won¿t stop vibrating. The device had a hairline crack and the customer had gone swimming. They did not know how the damage occurred. They replaced the battery and performed a self-test. The customer¿s blood glucose during the incident was unknown. It was explained to customer that the vibration could have been caused by moisture damage. The insulin pump will be returned for analysis.